Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient stated he had a spinal implant in his back and hasn't used it in some time because it didn't work. The patient was trying to find a doctor to remove it. Patient services tried to call the patient back, but it was the wrong phone number. The patient could not be identified in the device registration records. An email was sent to the patient requesting more information. There were no patient symptoms reported. There was no outcome reported. If additional information is received, a supplemental report will be submitted.